Manufacturer narrative:
D4: - primary unique device identification (UDI) number. (B)(4). Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years, 3 months, 6 days post transfemoral tavr procedure with a 23 sapien 3 ultra valve, the patient is being evaluated for transcatheter valve replacement. There are is no clinical information such as failure mode or patient symptoms. Per additional information received, CT report of the frame shows the valve is slightly under-expanded with leaflet thickening on two leaflets. There is also a large right sided pleural effusion which may be contributing to the patient symptoms. It is unknown at the time if the pleural effusion is related to the valve function or some other etiology. This patient underwent surgical explantation of the sapien 3 ultra valve. The valve presented severe aortic insufficiency with what appears to be a tear in one leaflet and detachment of another leaflet. Per report, it is believed that the valve was under-expanded, and the operator stated it was easy to explant because the frame was not well positioned against the aortic wall. Review of the initial case 4 years ago indicates the 23mm sapien 3 ultra valve was implant with one extra cc added to the commander delivery system balloon, with no paravalvular leak or central leak, and there was no post dilatation done. There was no noted clot or endocarditis noted per visual inspection of the valve. However, it was noted that the patient had been previously treated with eliquis and coumadin for increased valvular gradients and feeling poorly. A CT done a month ago was thought to be consistent with halt. The split leaflet could not be seen on imaging with the image quality provided.